Manufacturer narrative:
A product investigation was completed: the present connecting screw is worn out and not broken as mentioned. The first 10 ¿ 15mm of the distal thread is damage and the proximal of hexagon nut thread the first thread pitch is damaged (hammer blows). The manufacturing review, of received device, shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Because of the various damages signs at the connecting screw, it is likely that the threaded part was not inserted aligned into the nail during insertion procedure. Based on the investigation results, we conclude that the cause of failure is not due to any manufacturing non-conformances. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 03. Feb. 2012. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: the connecting screw broke during surgery. There were no fragments left in the patient and the patient is reportedly "fine." There was no surgical delay. Surgery was completed using a new connecting screw. This is report 1 of 1 for (B)(4).